Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. After the additional microbiological testing, oekg evaluated the subject device and confirmed as follows; air / water was leaked. The adhere of the bending section rubber was damaged. The switch button was damaged. Angulation of the subject device had play. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, neodisher endo clean. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.